Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage and inspection on (B)(6) 2018 service found the the unit had component with thermal damage. Additionally the portion of the back case that came into contact with the capacitor was melted.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿returned unit for missing door. Upon triage, service found the unit had pip board (component capacitor c245) with thermal damage. Signs of corrosion were found near the capacitor. Additionally the portion of the back case that came into contact with the capacitor was melted.¿ the unit was triaged and the customer¿s reported condition was confirmed. Liquid ingress caused the printed circuit board to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.